Event description:
It was reported that the biomed had the arctic sun device that the user said was getting alert 01 and 02. Per additional information updated from ttm on 04feb2026, biomed stated they cannot get flow to the pads from the device. Device keeps giving alert 01 pt line open and 02 low flow. Per follow up information received via mail on 09feb2026, yes, the issue was resolved. The problem was defective/leaking pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.